Manufacturer narrative:
The user facility voluntary medwatch was received on 03/14/2016. The report number is mw5060125. The device is expected to be returned for investigation. It has not yet been received.

Event description:
User facility voluntary medwatch was received from (B)(6) that stated the following: "pt reported that she was having signs and symptoms of withdrawal including headaches, sweating, and general malaise. Upon examination, it was found that the end of the pca tubing was found cracked off in the patient's port cap. Pump did not alarm. Interventions but no harm to patient". Additional information has been requested from the customer contact, but has not been provided at this time.

Manufacturer narrative:
One used sample, along with two clear micro claves, was received for evaluation. Visual inspection confirmed the male adapter of the option-lok was broken off completely in one of the micro claves. White drag marks are present, indicating the use of force. Hospira has completed a formal investigation to address similar complaints due to spin collar option lok connection problems with other devices. Based upon the investigation results, hospira has identified that the probable cause is related to the design. The spin collar option-lok ¿t¿ dimension was changed in order to overcome interference with the clave and microbore clave thread stops (also other connectors could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints recently received of broken male adapters. An additional contributing factor may be due to excessive force being applied during handling.

Event description:
User facility voluntary medwatch was received from cdrh that stated the following: "pt. Reported that she was having signs and symptoms of withdrawal including headaches, sweating, and general malaise. Upon examination it was found that the end of the pca tubing was found cracked off in the patient's port cap. Pump did not alarm. Interventions but no harm to patient". Additional information has been requested from the customer contact, but has not been provided at this time.